Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, when the first device was used at the oral side of the colon, the needle was difficult to go through the tissue. No patient injury.